Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 , serial# (B)(4), product type: catheter. Analysis of the pump found no anomalies. Interrogation of the pump determined it was used to infuse baclofen 2000.0 mcg/ml at 12.4 mcg/day.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver compounded baclofen (concentration and dosage unknown), indicated for intractable spasticity. It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2016. The reason for removal of the device system was an infection. No patient injury occurred and the patient recovered without sequela.